Manufacturer narrative:
This event occurred on an unspecified date in august - september 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the surface of the primary packaging where the label was stamped. The leak was discovered during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between 04/20/2018 - 04/24/2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.